Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine 25mg/ml at 25 mg/day, bupivacaine 6mg/ml at 6 mg/day, and clonidine 150mcg/ml at 150 mcg/day via an implantable pump for spinal pain and non-malignant pain. The patient's medical history and concomitant medications were unknown. Since approximately (B)(6) 2015, it was reported that the hcp was getting back more medication at refills than the programmer reported. The logs were checked and showed no unusual events. The cause of the event was unknown. On (B)(6) 2015, the catheter was replaced. The exact reason for the catheter replacement was unknown. They continued to experience volume discrepancies. On (B)(6) 2015 the pump was replaced. The patient's status was reported as "alive- no injury." As of (B)(6) 2015, the event had resolved. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.